Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
(B)(4). No related complaint received with return of device. Final analysis found that the insulation was abraded at 19.0cm to 20.2cm and 58.5cm to 59.2cm from the connector pin, which exposed the inner and outer coils respectively. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.